Event description:
Customer's contact reported them being hospitalized due to diabetic ketoacidosis. Customer spent 2 days in the hosp, had symptoms of nauseated, and repeatedly vomiting. It is assumed by the contact that this is because of a failure in the insulin pump, pump has not returned and troubleshooting was not done.